Event description:
It was reported that the biomed was getting calibration error 91 (heater test - element 1 failure) (actual and expected both zero). Transferred to (B)(6) .

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed heater. Tech support provided biomed with part number and price for a new heater assembly. Biomed replaced in biomed shop. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.